Event description:
It was reported that the patient needs to be fasted and hydrated due to his condition, at this time, the nurse follows the medical advice to give the patient intravenous nutrient infusion, which needs to be placed in the PICC catheter, the nurse in the process of placing the catheter, after removing the puncture needle, found that the safety locking clasp is at the tip of the needle, which cannot be used. After immediately replacing the intravenous catheter with a new one, the catheter was placed smoothly and could be used. There was no report of patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.